Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: patient had no past medical history. Patient was hospitalized for 3 months following myasthenia crisis, with chronic respiratory failure requiring tracheotomy and mechanical ventilatory support. The management of this refractory myasthenia was based on acetylcholinesterase inhibitors, corticosteroids, rituximab, and thymectomy. After a new relapse, the daily tpes were started, with 4% albumin as the replacement fluid, which had a sodium concentration of 148 mmol/l and chloride concentration of 145 mmol/l. Subsequent exchanges were spaced (every other day) and performed with less volume (1.2 plasma volume). Laboratory tests performed after the next exchange showed an elevation of chloride at 110 mmol/l, but without significant acidosis. The analysis of substitution 4% albumin solution revealed a sodium concentration of 148 mmol/l and chloride concentration of 145 mmol/l. This acidosis is due to a reduction of the strong anion gap by an excessive rise of plasma chloride as well as a disproportionate renal bicarbonate elimination. Article citation: ritzenthaler, t., grousson, s., and dailler, f. Hyperchloremic metabolic acidosis following plasma exchange during myasthenia gravis crisis. Journal of clinical apheresis 31:479¿480 (2016). Published online 22 september 2015 in wiley online library (wileyonlinelibrary.com). Investigation is in process. A follow-up report will be provided. A reported case of symptomatic hyperchloremic metabolic acidosis following a therapeutic plasma exchange. Analysis of 4% albumin substitution solution revealed a chloride concentration of 145 mmol/l, which could explain this acidosis.

Event description:
Per an article in journal of clinical apheresis, a myasthenia gravis patient was started on daily therapeutic exchange procedures (tpe). At the end of the second exchange, the patient presented discomfort with polypnea, hypotension, bradycardia, abdominal pain, and mottled skin. Lab results were consistent with hyperchloremic metabolic acidosis, with good adaptive respiratory response. All symptoms resolved after correction of the acidosis. Details of the medical intervention provided are not available at this time. Patient identifier and weight are not available at this time. The disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigstion: according to the aabb circular of information for the use of human blood components (revised 2017), other metabolic derangements can accompany rapid or large-volume transfusions, especially in patients with preexisting circulatory or metabolic problems. These include acidosis or alkalosis (deriving from changing concentrations of citric acid and its subsequent conversion to pyruvate and bicarbonate) and hyper-or hypokalemia since this was a case study of a patient from (B)(6) 2015, the lot numbers were not provided; therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: based on the author's conclusion, large volumes of 4% albumin with chloride concentration close to isotonic saline solution, leads to a higher chloride concentration, and may be responsible for hyperchloremic metabolic acidosis.

Event description:
Pursuant to EU personal data privacy laws, additional patient information is not available from the customer.